Event description:
This restenotic event was noted during an academic conference concerning interventioanl cardiology. The stent presented with a focal restenosis in the 5 mm proximal and distal segments of the stent. Additional information will be submitted 30 days upon receipt. Please note that this is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Na